Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va10gtr, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that a patient had a full system implant at a procedure on (B)(6) 2015. The patient's indication for use was urinary dysfunction and gastrointestinal/pelvic floor. The first time impedance was run at 2.0 volts and 210 microseconds, the electrode pairs of 1-2, 1-3, and 2-3 were out of range and greater than 4000 ohms. The second time impedances were run at 2.5 volts and 330 microseconds, the electrode pairs of 0-2, 0-3,1-2, 1-3, and 2-3 were out of range and greater than 4000 ohms. No symptoms were reported. The surgeon cleaned the lead, reinserted it twice, and checked the lead to ensure that the setscrew was holding the lead in place. The surgeon made the decision to close the patient and program around the electrode pairs that were not viable. The manufacturer representative was going to attempt to program using alternative pairs. Programs 1 and 4 were kept and used case positive, 0 negative and case positive, 1 negative. The patient had good sensory response in the vaginal area post-operatively on program 1 at 2.5 volts.